Event description:
It was reported that the patient was not disconnected during the rewind or prime sequence on (B)(6) 2026. The patient experienced low blood glucose level which was managed with coke.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united kingdom. Name: medtronic minimed. Country: united states of america. Street address: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.